Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient had an intra-cranial bleed attributed to lack of device therapies with a syncopal episode. It was noted that detections and therapies were enabled but no episodes were stored at the time. The syncope episode had happened two days prior and the battery voltage check the day following the episode had been 2.62 volts. It also indicated that the device had reached recommended replacement time (rrt) approximately three and a half months prior to the episode and that the last charge time 11 days prior to the device reaching rrt was longer than a typically expected charge time. It was noted that at the device check two days following the episode that all lead measurements were normal and stable and that the device was interrogating as end of life/end of service. The device is still in use. No further patient complications have been reported as a result of this event.